Event description:
Report 3 of 6. Report received from (B)(6) stating the device "failed distributor's inspection." It is known that this event did not occur during surgery and that there was no pt/user injury or medical intervention. There was no add'l info provided.

Manufacturer narrative:
The device has not been received by depuy synthes power tools. If add'l info becomes available, a supplemental report will be sent.